Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 2.75mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, on the twelfth inflation at 18 atmospheres, the balloon ruptured. The device was removed without problem and the procedure was completed without replacing the device. There were no patient complications reported and the patient was good post procedure.